Event description:
Patient having removal of external fixator and open treatment of pilon fracture of tibia. Intraop, a screw head broke from its shaft upon tightening down. The screw is properly placed, stable within bone. No harm or residual effects to the patient. FDA safety report ID# (B)(4).